Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets catheter comes out from under skin events on (B)(6) 2024. The infusion set was in use for two days. Patient also reported redness at infusion set insertion site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2024-05060 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6005990 in question was manufactured at the reynosa site. The reference samples for the lot 6005990 have already been previously tested for visual inspection and tested for flow in the complaint (B)(4) on 27/jun/2025. All test results were found within specifications as per the test report (B)(4). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: the lot 6005990 was manufactured according to the wi version 17 and packaging in the multivac 10, on 19/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04/jul/2025 against malfunction code soft cannula dislodged from tissue during use and lot 6005990 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to soft cannula issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.